Manufacturer narrative:
On (B)(6) 2021, tandem diabetes care was informed of an update. Regarding the customer's pump serial number. The correct pump serial number should be (B)(6).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing the touchscreen to shatter. Customer¿s blood glucose was 290 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.